Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two palatal (braided polyester filament) implants were implanted into the soft palate on (B)(6) 2011. The patient complained of the implant migrating several months after the procedure. Upon a visit to the doctor's office on (B)(6) 2012, one implant was noted to be fully ejected [extruded]. There was no report of patient injury or permanent impairment. The device was not returned for analysis.

Manufacturer narrative:
(B)(6). (B)(4).